Event description:
It was reported that on friday, (B)(6) 2026, a surgical procedure was performed. The patient presented with a diagnosis of a fracture at the t6 level. During the procedure conducted under x-ray guidance, access was initiated using a jamshidi needle, followed by the introduction of a nitinol guide wire. Once correct placement was confirmed, the jamshidi needle was removed and guided by the wire a 4.5 x 35 mm reform cannulated screw was inserted into the right side of the t5 vertebra. The nitinol guide wire was withdrawn once the screw had been properly seated. During the adjustment of the screw's trajectory in a caudal direction the implant fractured during the insertion process, with virtually its entire length remaining embedded within the patient's vertebra. Given the condition of the implant and its location, extraction was not possible; consequently, the doctor decided to leave the implant in situ.

Manufacturer narrative:
H3 device evaluation - information provided indicates that the product will be returned for evaluation but has not yet been received. Review of device history records found thirty (30) pieces of lot 45295ps released for distribution on 8/4/2023 with no deviation or anomalies. Two-year complaint history review (4.13.2024-4.13.2026) found this to be the only report for this part number or any part number in the 59-bc-xxxx product family. Following receipt of product and completion of investigation, a follow-up report will be filed.